Manufacturer narrative:
Corrected information has been provided in b.3., b.5., b.6., b.7., and d.10. Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Both halves are adhered to each other by solution. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause. A power and resolution inspection could not be conducted due to extensive damage. Information was provided that the 24.0 diopter (add power +2.2/+3.2) company lens was replaced with a non company, 24.0 diopter, light adjusting monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, and it states that in the surgeon¿s opinion most likely vitamin b12 deficiency caused the event. Lens was explanted and replaced with non-company lens without no further harm to the patient. Issue with the vision remains the same and the patient condition was stable.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, the patient experienced poor vision. Hence the lens was explanted and replaced with another unknown monofocal lens in a secondary procedure. Additional information has been requested.